Event description:
It was reported by the customer that on (B)(6) 2010 there was diminished vaporization after the fiber tip spidered outside of the pt at 110,601 joules. No pt injury was reported. The device was not returned for eval.